Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that right after the procedure began, an error stating the fiber overheated was received and the device could not be used. It was noted that the flow valve was not opened and fluid was not observed to be exiting the metal cap window. Excessive tissue was not observed to be accumulated on the tip of the fiber. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. The fiber was returned and analysis identified the glass cap and metal cap were detached.